Event description:
Customer reported that smoke came out of the instrument. The customer turned off the unit and unplugged it. There was no report of injury for this event.

Manufacturer narrative:
The cause for the smoke coming out of the system is unknown.